Event description:
An open surgery on the lumbar and sacral spine for a transforaminal lumbar interbody fusion (tlif) of vertebrae l5 and s1, with intended placement of 4 vertebra screws bilateral, was performed with the aid of the display by the brainlab spine & trauma navigation 2.0. During the procedure the surgeon: with the patient in prone position, attached the navigation reference array on the spinous process of vertebra s1. Acquired an intra-operative c-arm scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation. Verified the registration and accepted the accuracy and proceed with the aid of navigation. Attached an instrument reference array to a non-brainlab spine probe and calibrated it to the navigation for instrument position display on the patient scan. Calibrated also a non-brainlab tap and a non-brainlab screwdriver, after attaching an instrument reference array to each of them, to the navigation. Starting with right l5, used the navigated probe to open the cortical bone of the vertebra and create the pilot hole. Placed a k-wire freehand into the pilot hole. Threaded the pilot hole with the navigated tap and placed the spine screw with the navigated screwdriver. When moving to the left side of the spine, before left side placements checked the navigation accuracy with the navigated pointer and detected a deviation: the pointer was displayed as being 1-2mm in the vertebra bone when placed on the bone surface. Decided to continue, despite the detected deviation, to place the left l5 and s1 screws with the same navigated method. -performed an intra-operative verification c-arm scan, also with automatic image registration to navigation. Determined from the scan that the 4 spine screws deviated shifted ca. 2-3mm lower than intended/planned. Decided to remove the screws placed bilateral in l5, and attempt to re-place them to their correct position. Due to a cyst existing in the right pedicle, was uncertain if the screw would have enough purchase in the bone and replaced the both bilateral l5 screws with the same navigated method using the registered verification c-arm scan, aiming higher in the vertebra than originally planned. Acquired another intra-operative verification c-arm scan, from it determined that the left l5 screw seemed to be placed lower than re-planned, but in a still acceptable position. Decided to remove the re-placed right l5 screw since the screw did not hold in the bone due to the pedicle cyst. Completed the surgery and closed the patient. According to the surgeon (treating clinician): the deviation of the 4 spine screws placed with the aid of navigation was detected by the surgeon with an intra-operative c-arm scan before finalizing the surgery, and the placement that needed revision was corrected with navigation at the very same surgery. One of the placements that was attempted to correct had to be removed, since due to a cyst existing at the intended location, the spine bone anatomy could not hold the screw, which is unrelated to the use of the brainlab navigation. All spine placements that were possible were acceptable to the surgeon at the end of the surgery. There was no harm nor negative effect to the patient due to the deviating (initial) placements, also not due to the surgery/anesthesia prolong of ca. 30-60min. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was also not prolonged.

Manufacturer narrative:
H1: a risk to the patient's health could not be excluded for these specific circumstances, since pilot holes, k-wires and screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon (treating clinician): - the deviation of the 4 spine screws placed with the aid of navigation was detected by the surgeon with an intra-operative c-arm scan before finalizing the surgery, and the placement that needed revision was corrected with navigation at the very same surgery. - one of the placements that was attempted to correct had to be removed, since due to a cyst existing at the intended location, the spine bone anatomy could not hold the screw, which is unrelated to the use of the brainlab navigation. All spine placements that were possible were acceptable to the surgeon at the end of the surgery. - there was no harm nor negative effect to the patient due to the deviating (initial) placements, also not due to the surgery/anesthesia prolong of ca. 30-60min. - there were further no remedial actions for the patient done, necessary or planned. Hospitalization was also not prolonged. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the deviation of the screws placed in the spine with the aid of navigation, from navigation data provided estimated by a ca. 3-5 mm shifted caudal, is a combination of the following factors: - a movement of the navigation reference array during the surgery and after registering the pre-placement image scan to the navigation, due to inadvertent forces applied to the array - i.e. Contact with the skin at the apex corner of the incision where the array was fixated, and subsequent rebound pressure to the array by the skin during spine instrumentation - and/or due to insufficient rigid fixation to the spinous process, by the user. Imaging data provided by the hospital for this surgery show that the navigation reference array has moved in between the pre-placement c-arm scan and the verification scan. Furthermore, the navigation presented array movement warnings to the user during the procedure, indicating that movements did occur. At the following verifications, the surgeon apparently still accepted the current navigation accuracy. Movement of the navigation reference array during the surgery also explains a deviation of the screws in vertebra s1, where the array was fixated to as per imaging data. Movement of the reference array after patient registration to navigation disrupts the coordinate system established during the registration and causes a deviation between the displayed image scan, on which the navigated instruments are tracked for position visualization, and the actual patient anatomy. This movement cannot be compensated by the navigation software. - a de-calibrated, and therefore inaccurate, non-brainlab c-arm was used to acquire the pre-placement patient fluoroscopy scans with automatic image registration of the current patient anatomy to navigation, and the registration was accepted by the user for navigation. Test scans with this non-brainlab c-arm performed by a c-arm manufacturer's representative and a brainlab representative after the procedure revealed a deviation of approximately 3mm, and re-calibration was required. A c-arm that loses its calibration (due to e.g. High mechanical forces at transportation or storage inside the user facility) results in an inaccurate anatomy registration in the navigation. For the placements in vertebra l5 (initial and revised), a to a much lesser extent further contributing factor, is: - relative movements of the spine anatomy during the surgery between the vertebra the reference array was fixated to (s1), and the vertebrae operated on (l5) due to a not sufficiently rigid connection in between them, and the forces applied to the bones during instrumentation. Imaging data provided by the hospital show that the l5 vertebra anatomy has moved in between the pre-placement c-arm scan and the verification scan. Multi-level navigation - i.e. Operating on a different vertebra than the one the patient reference array for navigation is fixated to or operating across multiple vertebrae without remounting the patient reference array and reregistering - especially if the connection in between the vertebrae is not rigid - results in relative movements of the vertebrae (actual anatomy) during the surgery that cannot be compensated by the navigation software displaying instrument positions on the registered pre-placement patient image scan. Apparently, despite a deviation of the tracked instrument was detected by the user after the first 2 placements, the resulting deviation between the actual patient anatomy location during the affected placements and the registered pre-placement patient scans displayed by the navigation for instrument position visualization was not recognized by the user with the necessary navigation accuracy verification of the registration, and throughout the surgery before and during performing significant invasive actions with the aid of navigation. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer. The non-brainlab c-arm used at this surgery was already inspected and re-calibrated by a c-arm manufacturer's representative on (B)(6) 2024 (commissioned by the hospital), and following that the corresponding new properties of the c-arm were calibrated to the navigation by brainlab.